Event description:
The spinal cord stimulation (scs) patient was reported to have an increased charge burden. As a result, a revision procedure was performed, during which the implantable pulse generator (ipg) was explanted. The patient is recovering well postoperatively.per facility policy, the explanted device has been disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads: upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17830988. UDI: (B)(4).

Event description:
The spinal cord stimulation (scs) patient was reported to have an increased charge burden. As a result, a revision procedure was performed, during which the implantable pulse generator (ipg) was explanted. The patient is recovering well postoperatively. Per facility policy, the explanted device has been disposed of and will not be returned. Additional information indicated the spinal cord stimulation (scs) lead were explanted due to an elective procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17830988. UDI: (B)(4).